Event description:
The plaintiff's atty alleged that the pt experienced sudden cardiopulmonary arrest and subsequently expired. It was reported that the death occurred due to the administration of naturalyte and/or granuflo for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. F/u is in progress to determine the pt's device. If add'l info is rec'd, a supplemental medwatch will be submitted.